Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy, during the closing of the pulmonary vessels, the device changed the position a little, and articulated on its own, but it was used correctly. However, during the removal of the device from the patient cavity, the adapter was physically broken on the connection with the handle, and it was difficult to remove the device from the trocar and cavity. A new adapter was used to resolve the issue. No patient injury.